Manufacturer narrative:
Instrument d & e: d4: batch # y93t44; exp date: 01/23/2010. MFR date: 02/23/2005. Evaluation summary: the sw112 instrument (a) was returned with the suture and needle torn. The remaining piece of the suture was noted to be frayed. The sw112 instrument (b) was returned with the suture torn. The sw112 instrument (c) was returned with the cartridge plate dislodged. No functional test was performed. The cartridge body had gouges on the sw100 loading area. The sw112 instrument (d) was returned with the cartridge plate dislodged and loose inside of the reload unit. The cartridge does not appear to be fired. The cartridge body had gouges on the sw100 loading area. The sw112 instrument (e) was returned with the cartridge plate dislodged and loose inside of the reload unit. The cartridge does not appear to be fired. The cartridge body had gouges on the sw100 loading area. The sw112 instrument (f) was returned in good condition, however, it could not be loaded into the sw100 and functionally tested as the cartridge body was incorrectly placed inside the reload box unit (not during manufacturing). While we were unable to re-create the event, we have documented the circumstances as they were reported to us. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the sw100 device did not function. Two of the devices did not knot. Two devices cut the knot. Two devices the suture could not be removed out of the package. Sutured by hand. There was no pt consequence.